Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - diesel, c.v. Et al (2017). Acetabular revision in total hip arthroplasty with tantalum augmentation and lyophilized bovine xenograft. Revista brasileira de ortopedia, 52(1), 46-51. Doi: 10.1016/j.rboe.2017.08.009. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that one patient presented with presence of radiolucency and migration at follow-up. Attempts have been made and additional information on the reported event is unavailable.